Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment (cuff miss)¿ was confirmed. Analysis of the returned proglide device for noted that the posterior foot was separated and not returned. Follow-up with the account indicates that the foot separation was not mentioned by the physician. Additionally, during product analysis, the lever was deployed to inspect the guide/foot area. There were no marks noted by the separation or around the outside of the guide/foot area to suggest this occurred during use; therefore, it is likely the foot separated during post procedure handling. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss) with all three proglide devices. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with cut down surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.